Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 a patient experienced a hardware failure. Dexcom technical support advised patient to reset device on (B)(6) 2013.